Event description:
Dislocation of the liner from the cup. The revision surgery will be performed. No further information is currently available.

Manufacturer narrative:
No further info available at the moment.